Event description:
It was reported that a malfunction with a pump occurred, involving error code 16-0x20e6, which prevented access to the device. There was no information on the impact on the customer's blood glucose level. The device is in the process of being returned for evaluation, and a replacement pump has been issued.